Manufacturer narrative:
The urea/bun lot number is 84559201 and the expiration date is 31-aug-2025. A field service engineer (fse) replaced the sample probe and the reagent probe. The reagent probe was adjusted and the water pressure, cuvette wash water, rinse station, and syringes were all checked. There were no additional occurrences after the fse visit. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable urea/bun and phosphorus results from the cobas c 303 analytical unit. The initial urea result was 55.4 mg/dl, and the repeat result was 89.5 mg/dl. The initial phosphorus result was 5.11 mg/dl, and the repeat result was 3.34 mg/dl. The questionable results were not reported outside of the lab. The results were repeated because the first control of the day was faulty, so the customer rechecked all patient samples processed during that time.